Manufacturer narrative:
Continued: section g: 510k: k200972. Investigation evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The report could not be confirmed. A review of the device history record could not be conducted because the lot number was not provided. Investigation conclusion: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. The IFU states, "prior to removing hemospray device from patient, turn red valve to closed position." The report indicates that the valve may have been in the open position during the occurrence. The valve being open during removal could contribute to a release of powder into the environment. Prior to distribution, all hemospray endoscopic hemostats are subjected to a visual inspection to ensure device integrity. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During an unknown endoscopic procedure, the physician used a cook hemospray endoscopic hemostat. It was reported that "while attempting to deploy, the device would not deploy spray [unable to spray - captured under a separate report]. The catheter was exchanged and powder 'poofed' in the physicians face and eyes [powder released into procedure environment - subject of report]. The initial reported stated that the hospital's tech may not have closed the valve. It is unknown how the procedure was completed. No adverse effects to the user were reported.